Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens loop broken during loading process. Additional information has been requested.

Manufacturer narrative:
The lens was returned advanced just past the loading area in a company cartridge. Inadequate viscoelastic was observed in the cartridge. The trailing haptic was broken. The broken trailing haptic was in front of the lens, adhered to the roof of the cartridge. There appeared to be evidence of uneven handpiece placement. The company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat: top coat dye stain testing was conducted with acceptable results. The optic had multiple scratches and chipped areas on the edge at gusset of the broken haptic. There was also a crack and other scratches observed. This damage may have been caused by the loading forceps or the handpiece plunger. A qualified cartridge was used. The handpiece and viscoelastic used was not provided. The trailing haptic was broken. The broken trailing haptic was in front of the lens, adhered to the roof of the cartridge. This may indicate a plunger override occurred. The optic had multiple scratches and chipped areas on the edge at gusset of the broken haptic. This damage may have been caused by the loading forceps or the handpiece plunger. The root cause for the damage may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the cartridge. Top coat top coat dye stain testing was conducted with acceptable results. It is unknown if a qualified handpiece and viscoelastic were used. The IFU instructs: company foldable intraocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and company or damage. The manufacturer internal reference number is: (B)(4).